Event description:
Pump declared alarm 20 during pumping, and there was no adverse impact to the customer's blood glucose level. Customer was unable to successfully load a cartridge and resume insulin therapy as the alarm recurred, so technical support assisted in loading a new cartridge and advised using mdi as backup therapy. Technical support decided to replace the pump which was under warranty, provided storage mode instructions, and arranged for the return of the problematic pump with a pre-paid label.